Event description:
It was reported via repair work order that nurse call would go off on its own and the bed would not lower due to cable malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed would not lower due to cable malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
No conclusion can be drawn from this event as the siderail cables were sent directly to the account and the account will complete the repair. The event of the nurse call falsely alarming was removed as this is an annoyance issue only as the caregiver would be aware that the nurse call is not functioning properly. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.